Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, during the valve deployment, the balloon ruptured due to a puncture. The valve did not embolize but the patient went into cardiac arrest as the valve was inoperative due to the underexpansion. Two minutes of cardiac massage and 1mg of adrenaline were administered as well as the insertion of a temporary wire via transfemoral approach. Then, the system was removed through the esheath with no difficulties. After removal of the device, a hole was seen on the balloon. The patient recovered and post-dilation was performed with a different 26mm commander delivery system. The final result after the post-dilation was good. The patient was noted as to be transferred to the cardiac ICU. As per the final assessment after the procedure, the patients recovery of spontaneous rhythm in irregular atrial fibrillation and the pre-existing lbbb was increased from 120ms pre-tavi to 170ms). A pacemaker was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated or corrected: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation and dimensional testing were completed. Due to the nature of the complaint, no functional testing was performed. The returned product was evaluated, and the following was observed: pin hole leak noted on inflation balloon. No imagery was provided. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander delivery system with s3u IFU was reviewed. Precautions include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra transcatheter heart valve in tortuous/challenging vessel anatomies'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for balloon leak was confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, 'during the valve deployment, the balloon ruptured due to a puncture'. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles). Calcification along the patient anatomy can create sharp nodules which can puncture and compromise the structure of the balloon wall leading to leakage during inflation. In this case, due to limited information provided, a definitive root cause was unable to be determined, however may be due to the mechansims described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.